Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and crack near the battery compartment. The customer blood glucose level was 41.4 mmol/l and 14.4 mmol/l. The customer was assisted with troubleshooting. The customer stated that reservoir able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.